Event description:
A pharmacist contacted bayer on behalf of the customer. He alleged that the customer performed control tests and received a result of 222 mg/dl. The normal control range was 109-151 mg/dl. No adverse events were alleged. The pharmacist had replaced the test strips for the customer. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.